Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 63 mm abdominal aortic aneurysm. It was reported when the patient returned for follow up approximately seven years later a type ib endoleak was identified. The physician coiled the internal iliac artery and extended with an endurant limb etlw1613c156e during an intervention procedure. The event was reported to be resolved. As per the physician, the cause of the event was due to patient anatomy. No additional clinical sequelae were reported and the patient is fine.